Event description:
It was reported that the patient¿s blood glucose levels exceeded 500 mg/dl while wearing the pod for an unspecified amount of time. The patient reported experienced a bit of thirst and received insulin shots from the school nurse. The pod was removed and it was observed that the cannula was bent. The patient sought medical evaluation for observation on may 19, 2026, and no medical event was identified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.